Manufacturer narrative:
Concomitant medical products: model: 3058, interstim urinary mgu ipg; implanted: (B)(6) 2014, model: 3889-28, interstim urinary mgu lead; implanted: (B)(6) 2004.

Event description:
It was reported that during an in-office visit the patients right ventricular (rv) lead exhibited t-wave oversensing (twos) post biv pace. During the in-office visit, multiple programming options were attempted without success. It was noted that the patient is normally lv paced (>90% of the time) so when operating normally the twos is rarely seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.